Event description:
It was reported that the clinical trial patient (relief 2 a7007) underwent an additional trial procedure but experienced post procedural pain. The patient had to be hospitalized but was discharged several days later as they event resolved. The event was deemed to be related to the procedure but not the device.